Manufacturer narrative:
(B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that the tecnis monofocal intraocular lens (model zcb00 +17.0 diopter) was explanted in secondary procedure from patient¿s right eye because of patient experiencing unfavorable vision outcome and inability for the patient to tolerate emmetropia. There was no incision enlargement, no vitrectomy, no patient injury. Lens with model zcb00 +19.5 diopter was used as replacement lens for the patient. Patient was doing fine at discharge. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 8/27/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection was performed using microscope. Fibers/particles were observed on lens pieces related to the handling of the unit out of non-sterile environment. Residues of viscoelastic solution were also observed on lens which indicate that the unit was handled and prepare for surgical use. There was no lens damage observed. The complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.